Event description:
The customer reported that when the unit was used on a pt in transit from another facility, the unit failed to autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.